Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was happened in ward 6, on the day of placement of foley catheter, there was urine leakage from the urethral opening, and the next day it was confirmed that the catheter part was damaged (probably spontaneously removed), so the tray was replaced without hesitation.

Event description:
It was reported that it was happened in ward 6, on the day of placement of foley catheter, there was urine leakage from the urethral opening, and the next day it was confirmed that the catheter part was damaged (probably spontaneously removed), so the tray was replaced without hesitation.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.